Manufacturer narrative:
The ge service rep checked system operation. Confirm lines on monitors and left monitor goes dark after a few seconds of fluoro. Reseated workstation pcbs and flashed nodes. Rebuilt system files. Checked operation. Problems persists. Ordered part. Video controller. Removed and replaced video controller. Reseated ic chips and connectors on ccd camera checked voltages on camera ck ok. Checked operation. Machine works as intended.

Event description:
The customer reported claims image on monitors have horizontal lines and left monitor goes completely dark. No patient injury was reported.